Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a coronary revascularization interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis and fourier transform infrared spectrometer (ftir) was performed on the returned device. The reported needle to cuff miss was confirmed. Additionally there was a white substance inside the posterior cuff. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The unknown white substance inside the posterior cuff was concluded to be related to potential product quality issue due to opaque gel material that could be ptfe lubricant mixture. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to the circumstances of the procedure.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a coronary revascularization interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.